Event description:
It was reported that a patient underwent a breast augmentation primary with unspecified mentor gel breast implants and experienced bilateral capsular contracture baker grade ii/iii (r) and baker grade iii/IV (l) post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2025. This report is for the first of two devices.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On mar 31, 2025, the mentor failure analysis lab received two devices for evaluation. The impacted product were identified as mentor memorygel breast implants 225cc, catalog number 3507225bc, lot numbers 270913/1004917. It is unclear which lot number corresponds to the patient's left/right breasts. A manufacturing record evaluation was performed for the finished device 270913 number, and no non-conformances were identified. Manufacturing date: nov/2003. Expiration date: nov/2008. A manufacturing record evaluation was performed for the finished device 1004917 number, and no non-conformances were identified. Manufacturing date: feb/04/2004. Expiration date: feb/02/2009. The device evaluation for lot 270913 will be reported under this report. See manufacturer report number 1645337-2025-01328 for the contralateral device evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the gel mod-rnd 225cc breast implant was found to have a tear on the posterior view measuring approximately 0.4 cm. Additionally, an area of shell abrasion was observed on the edges of the tear. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Manufacturer¿s reference number: (B)(4).